Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced recurrent hyperglycemia while using the ilet, with glucose rising to 380 mg/dl after meals despite no observed occlusion or cannula issue, and another overnight rise, leading the user to question device performance over several weeks; the user disconnected from the pump for two hours and administered subcutaneous insulin by pen, and the device issued sustained high-glucose alerts. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included prolonged elevated glucose above 180 mg/dl, use of back-up insulin therapy, and no professional medical intervention or hospitalization. Investigation included complaint intake review, device-use and event chronology assessment, and troubleshooting and education with the user. Investigation of this case revealed an undetermined cause of hyperglycemia with no confirmed pump occlusion or infusion set malfunction identified during troubleshooting. It was concluded, based on previously established findings for similar reports, that the cause was unclear.